Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised after patient presented with an unstable knee. Upon surgical exploration, a fracture was found at the junction of the mrh femur and the custom stem. Patient was revised to a total femur.